Manufacturer narrative:
It was reported that two separate patients were undergoing cataract surgery and at the end of the procedure fibers from the blue or towel were noted in the patient's eye (this report addresses patient #1). The doctor was able to remove the fibers with irrigation and forceps with no additional intervention required. There was no impact on the patient's stability or outcome related to the reported issue. The procedure was completed without further incident or delay. The customer is reportedly doing fine with no troubles noted no follow up treatment was required. The sample was not returned to the manufacturer for evaluation. No root cause could be determined. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient was undergoing cataract surgery and at the end of the procedure fibers from the blue or towel were noted in the patient's eye requiring removal by the doctor.